Manufacturer narrative:
Physio-control further evaluated the device. From the downloaded electronic patient data it was observed, that there had been one unintended reboot of the device. However, the reported failure could not be reproduced. Proper device operation was observed through functional and performance testing. A cause of the reported failure could not be determined. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had suddenly switched off and on after 30 minutes of use on a patient. After that, the patient parameters were lost. There was patient use associated with the reported event however, the patient's outcome was not reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Physio-control continues to investigate the reported failure, and will submit a supplmental report to the FDA as provided by 21 cfr 803.56.